Event description:
On (B)(6) 2021, an event of svd on a mitroflow valve was reported. The surgeon provided 31 serial numbers, and was inquiring about which model (dla or lxa) each valve was, and also which valve has the old or the new anticalcification method. This case refers to the 4th serial # provided. Implant time is unknown.